Event description:
Using a blood glucose monitor I noticed that the abbott freestyle libre 2 sensor, I was wearing, was reporting glucose levels inaccurately (>20%) which could result in over treating or under treating a hyperglycemic or hypoglycemic event. I contacted device MFR customer service to advise of the inaccuracies. The rep guided me through the review process and told me it was probably a bad sensor. I gave the customer service rep. The serial number (sn) of the sensor and was informed that they could not locate the sensor in their system database. Since I had six unopened sensors in my possession, I asked if they could check their database for these sensors. Each sensor sn entered by the rep resulted in "invalid" which was explained as not existing. I explained that the database was inaccurate and was offered a voucher for a replacement sensor. I further explained that to have medical devices on the market that could not be traced was a danger to the consumer, especially if a recall had to be instituted. The rep seemed to acknowledge this was a problem but offered no solution other than the replacement voucher. Very troubling for a device marketed globally that patients rely on for health and safety. FDA safety report ID # (B)(4).